Event description:
The clinician reports the implant was inserted (B)(6) 2019-10-28 in ada 9. Details of surgery: implant surface not completely covered with bone. On (B)(6) 2021, loss of osseointegration was verified. Patient presented with bone type iii and bruxism. The device was forwarded to the manufacturer. At the event the patient experienced: peri-implantitis, pain, mobility, swelling, abscess and fistula. No further patient complications were reported.